Event description:
Information received from the article: lin et al. Endovascular management of adjacent tandem intracranial aneurysms: utilization of stent-assisted coiling and flow diversion. Acta neurochir (2015) 157:379-387. Medtronic (covidien) received information through literature review and the following event(s) were captured as a result of the review. Six patients with 12 aneurysms (mean age 61, majority females) were treated with pipelines. In one patient, balloon angioplasty (an option presented in the instructions for use) was needed to dilate a partially expanded pipeline. There were no neurological consequences as a result of this procedure.

Manufacturer narrative:
The report was created to capture the use of the balloon to open pipeline. The information was received from the article: information received from the article: lin et al. Endovascular management of adjacent tandem intracranial aneurysms: utilization of stent-assisted coiling and flow diversion. Acta neurochir (2015) 157:379-387. Http://link.springer.com/article/10.1007%2fs00701-014-2318-z. The device involved in the event will not be returned as it was implanted in the patient. The lot history record review was not possible as the lot number was not reported. (B)(4).